Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device powers off by itself. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation, it was found that the display shut down within a few seconds (screen blank) and 10 beeps are heard. With this condition, the device was unable to operate for more than a minute. The 10 beeps alarm looped continuously until the device was shut down by holding the power key for a few seconds. Internal inspection indicated that the observed failure was caused by a failed component (u21) on the instrument board. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.